Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® safety-lok¿ pre-attached blood collection set are broken or break during use. There was no report of exposure, serious injury, or medical intervention.

Event description:
It was reported that a bd vacutainer safety-lok pre-attached blood collection set are broken or break during use. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for broken safety shield was not observed; however, attached to the sample, a note indicating damage to the cannula was stated and it was observed that the cannula was damaged. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples, the customer¿s indicated failure mode for damage to the cannula with the incident lot was observed. Based on the investigation, the most likely root cause for the damaged cannula was determined to be related to a manufacturing incident. As a result, bd has reviewed specific areas in the manufacturing process where the cause of this issue had originated and implemented necessary corrections to mitigate further occurrence. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.